Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported a primary alarm failure. They also found that the "5 volt supply failed" diagnostic code in the error logs. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The customer evaluated the device and confirmed the reported problem. The customer replaced the power management board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.